Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initila reporter: "the customer reported as follows: when removing the shield, the hcp noticed that there was no needle."

Manufacturer narrative:
H6: investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe with a poly bag from lot # 0160988. Customer states that when removing the shield, there was no needle. The attached photos were examined and exhibited the hub-needle/shield assembly separated form the barrel.. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (hub separates). CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initila reporter: "the customer reported as follows: when removing the shield, the hcp noticed that there was no needle."